Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product; based on this review products of this lot were found to have met the specification prior to shipment. Investigation summary: the delivery system sample was returned for evaluation with the stent graft partially deployed and the outer sheath excessively elongated distal to the swivel nut. During testing, the device could be flushed but deployment of the stent graft was not possible due to the excessive elongation of the outer sheath which leads to confirmed results for misfire. There were no indications for a manufacturing related issue. Based on the provided information and the evaluation of the returned sample, the investigation is closed with confirmed results for partial deployment (misfire). A definite root cause for the reported event could not be determined. The intended use of the device to exclude aortic aneurysm represents an off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the instructions for use states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, the instructions for use states an "appropriate introducer sheath" and "0.035 inch (0.89 mm) diameter super stiff guidewire" are standard materials to be used with this device. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. Pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. The instructions for use states that "the fluency plus vascular stent graft is indicated for the treatment of atherosclerotic lesions in the iliac arteries" and that "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent graft placement procedure using fluency stent in the access site of transfemoral approach, to treat aortic aneurysm. Reportedly, during the procedure the stent could not be released. Alternate device was used to complete the procedure, there was no reported patient injury.